Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a primary plumset that leaked during an infusion of paclitaxel. There was no harm reported. This is 3 of 6 patients involved.

Manufacturer narrative:
There were no list #140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformance's found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.